Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows the catheterization device with the separated needle and the product lidstock. The customer also returned one catheterization device and the product lidstock for analysis. Signs of use in the form of biological material were observed within the needle and chamber. Visual inspection confirmed the needle cannula separated from the hub. The distal end of the guide wire was bent which likely occurred due to the needle cannula separation. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. The outer diameter of the needle cannula measured 0.0325", which is within specification limits of 0.0320"-0.0325" per needle cannula product drawing. The inner diameter of the needle hub measured 0.0350", which is within the specification limits of 0.0345"-0.0350" per needle hub product drawing. A device history record review was performed, and no relevant findings were identified. The customer report of needle cannula separation from the hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I was putting an arterial line in a patient today and the stylet disconnected from the plastic hub. I rotated the cannula in after running in the guidewire and then had bleeding from the hub of the device instead of the cannula. The insertion bit was easy and uneventful. When I withdrew the hub there was no needle attached just the guidewire. The needle fortunately was sitting just proud of the cannula hub and I grabbed it. So no dramas for any of us or the patient." The needle was removed and the art line was placed. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "I was putting an arterial line in a patient today and the stylet disconnected from the plastic hub. I rotated the cannula in after running in the guidewire and then had bleeding from the hub of the device instead of the cannula. The insertion bit was easy and uneventful. When I withdrew the hub there was no needle attached just the guidewire. The needle fortunately was sitting just proud of the cannula hub and I grabbed it. So no dramas for any of us or the patient." The needle was removed and the art line was placed. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#:(B)(4).